Event description:
It was reported that when the customer began to rotate the mixer the piston broke inside the device. A back-up device was retrieved and the same issue occurred. There was an unspecified delay in surgery due to the event. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.